Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets from lot 21089043, and 1 set from an unspecified lot had issues with the tubing coming apart at the y-site. The following information was provided by the initial reporter: "tubing came apart at y-site closest to the patient." "The patient did not experience an adverse event. I have one set of tubing but this has happened at least 5 times to different nurses with different lots. The tubing is not contaminated with chemotherapy as it came apart before the chemo was hooked up (luckily)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21089043; medical device expiration date: 2024-08-25; device manufacture date: 2021-08-25. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Investigation summary: the customer reported a separation at the y-site and returned a used sample of material #2426-0007. The sample was clearly separated at the y-site and the complaint is verified. The root cause is insufficient solvent, and is traced to the assembly process. No other failure modes were observed. A device history record review for model 2426-0007 lot number 21089043 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.